Event description:
ICU personnel responded to a person, condition unk. A defibrillator/monitor was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the defibrillator would not transfer energy to the pt ( 3015876-1999-00545). The device referred to in this report, also in ICU, was called for as a back-up and used with the same electrodes, but, according to the reporter, also would not transfer energy to the pt. The basis for this opinion was not reported. Another back-up device from the cath lab was called for and used with standard paddles. The pt was resuscitated.